Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a door failure. A field service engineer confirmed that there was a medication and tray obstruction, observed that no errors were displayed on the screen, and logged in to perform an inventory count. During this process, it was discovered that tray 2 had been flipped over, protruding and obstructing smooth door closure. The tray was repositioned correctly, and lodged medication behind it was removed. The engineer then repeated the inventory process multiple times, opening and closing the door to verify functionality, and confirmed that the smart remote manager was operating correctly and detecting door closure without issues; nursing staff were informed that the fault was resolved, and the incident ticket was closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the refrigerator did not allow proper opening and displayed an error message, remove obstruction. Despite no visible obstruction, the issue forced staff to manually unlock the unit using the master key. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.